Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display after a new battery replacement. The blood glucose reading was 200 mg/dl. The customer stated that cleaning the battery cap contact did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to corroded battery tube and battery cap contact. The device was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.